Manufacturer narrative:
Event description: customer found cracked lid. A review of the device history record was completed and it was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process. The cause of the event cannot be conclusively determined. The event seemingly occurred when the lid was contacted with the edge of the washing case. The potential root cause can be attributed to user handling. Instructions for use (IFU) states: before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.

Manufacturer narrative:
The customer¿s complaint of cracks in the lid was confirmed. The olympus field service engineer replaced the cracked lid. The damaged part will not be returned as it was disposed. Per the user report, the lid became cracked as the button cap was not fully down in the holder and the lid cracked on the edge of the cup. The cause could be determined as unintended use error. No further information was reported.

Event description:
The customer reported to olympus that during the lcg dump, the device lid was found cracked.the lid became cracked as the button cap was not fully down in the holder. Olympus endoscopes were being reprocessed. The minimum effective concentration was being checked after each cycle. The personnel operating the device was experienced in using this device. There was no patient injury reported.